Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient had tubing detachment from side cannula and had high blood glucose level at 5 g/l (500mg/dl). Tubing detachment was noticed after a day of use. No further information available.